Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". According to the customer: "during therapy. Reason of complaint: underinfused packed blood cell (blood transfusion). User claimed transfusion of volume to be infused - 262ml (equivalent to the big volume) at rate of 65.5 to be initiated on the (B)(6) 2023 starting around 0344hours. Around 8am, around 50ml was still observed remaining in the bag."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.